Event description:
Caller reported a cartridge alarm issue with the current pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged a replacement pump with updated software to be sent to the customer. The customer was advised to revert to multiple daily injections as a backup therapy and was provided instructions for returning the faulty pump to avoid charges. Proper setup and connection instructions were provided for the new pump.